Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge. The customer attempted to charge the pump with multiple cables and power source with little success; the pump would intermittently charge or not at all. There was no reported impact to the customer's blood glucose level.